Manufacturer narrative:
(B)(4). Device product code: phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mini-baseplate reamer is dull and worn. No patient impact reported as a result of the event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 h6: component code - mechanical (g04) - drill visual examination of the returned product identified wear marks, scratches, discoloration and faded etching. Inspection of the reaming edges found deformation, nicks, burrs and wear marks. Medical records were not provided. Review of the receiving inspection report(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.